Manufacturer narrative:
Conclusion: no failure detected and product within specification. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images made of returned product.(B)(4).

Event description:
Allegedly removed during the revision of another component. Needed rapid revision due to pain. Medium activity level. Pt. Believed to be retired linebacker.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01013, 01014.